Event description:
Customer reported system will not produce an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the gib pcb and rewired the video cables. System operates as intended. This MDR is related to ge healthcare complaint.